Event description:
It was reported that this right ventricular (rv) lead exhibited increased shock impedance measurements reaching out of range. Device data was sent to rhythmcare for review. This lead remains in service. No adverse patient effects were reported.